Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's wife reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 100 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error three times in the last 30 days. Customer received the alarm during a bolus attempt. Customer's wife did not have the device and customer was not home. Customer's wife was advised to call back in order to troubleshoot.